Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 313 mg/dl, confirmed by glucometer at 311 mg/dl, after overtreating a prior hypoglycemic episode with multiple carbohydrate-containing foods while using a contact detach infusion set on the stomach and a dexcom g6 cgm. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization or medical intervention. Investigation included troubleshooting and education focused on hypoglycemia management and avoidance of overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia leading to rebound hyperglycemia, with no device malfunction or component defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to carbohydrate overtreatment of hypoglycemia.